Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation olympus confirmed that the foreign material residue point was not deformed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and following possible deviation from IFU was confirmed: it was unknown whether the reprocessing accessories had abnormalities. The foreign material was not identified and the cause of the material remaining was not specified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign object out of the nozzle. There were no reports of patient involvement.